Event description:
It was reported postoperative, the patient experienced sensory loss in right l5 area, mild muscle weakness, due to damage caused during use of the sonopet iq tip. It was further reported that the patient will continue to be monitored. It was also reported that the original procedure for l3/4-l4 laminectomy, left massive herniotomy, was completed successfully, with no medical intervention or delays.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported postoperative, the patient experienced sensory loss in right l5 area, mild muscle weakness, due to damage caused during use of the sonopet iq tip, the patient continues to have symptoms of sensory loss in the right leg and has an unstable gait. It was further reported that the patient will continue to be monitored. It was also reported that the original procedure for l3/4-l4 laminectomy, left massive herniotomy, was completed successfully, with no medical intervention or delays.

Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: the quality investigation is complete.